Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: the journal of maternal-fetal and neonatal medicine. 2007; 20 (1): 63¿67. Published 7 jul 2009; doi: 10.1080/14767050601059156. (B)(4).

Event description:
It was reported via journal article: title: "transabdominal cerclage: can we predict who fails?" Authors: andrea l. Fick, aaron b. Caughey, & julian t. Parer, citation: the journal of maternal-fetal and neonatal medicine. 2007; 20 (1): 63¿67. Published 7 jul 2009; doi: 10.1080/14767050601059156. The objectives of the study was to examine the outcome of pregnancies in women with transabdominal cerclage (tac) and to determine whether aspects of the obstetric history predict failure. This was a cohort study of pregnant women referred for a transabdominal cerclage between 1978 and 2004. A total of 88 women (age: 33.2 years) delivered 96 pregnancies after tac placement. During the surgical procedure, a mersilene 5-mm polyester fiber suture (ethicon) was passed through the tunnels from posterior to anterior. The band was tied anteriorly and the ends secured with non-absorbable suture. Hemostasis was assured and the uterus was returned to the abdomen. Reported complications included preterm premature rupture of membranes, preterm labor, uterine rupture, and chorioamnionitis (n-8) which leads to delivery before 31 weeks of gestation via hysterectomy, uterine rupture (n-1) which leads to delivery before 31 weeks of gestation, fetal membranes prolapsed during the tac procedure (n-1) in which an attempt was made to reduce the membranes but rupture occurred and the fetus and placenta delivered, hemorrhage (n-7) which required blood transfusion in 4 patients, and polyester fiber suture eroded into the lower uterine segment (n-2) which were removed and replaced. The results showed that the tac procedure at least partially contributes to the improved fetal salvage rate. Tac is a reasonable option in women with a history consistent with cervical insufficiency and a history of failed vaginal cerclage or those who are not candidates for vaginal cerclage.